Event description:
Pt admitted through the emergency dept with chest pain. Cxr revealed free air below the left hemidiaphragm, repeat cxr revealed the same. Diagnosis in ed perforated abdominal viscous, probable perforated ulcer. Taken to surgery for emergency laparotomy, upon exploration no perforation was located anywhere within the stomach or gi tract. Gangrenous gallbladder was found and removed. Upon review by the radiologist felt free air noted on film was actually artifact on the film. Concern is potential existed for unneccessary surgery. Co was contacted on tuesday 1/2.